Event description:
It was confirmed that the patient suffered an mi on the same day as the death occurred. It is unknown if the target lesion was involved. Ref MFR # 9612164-2011-00779, 9612164-2011-00780.

Manufacturer narrative:
(B)(4). Evaluation, results: (death).

Manufacturer narrative:
(B)(4).

Event description:
An endeavor rapid exchange (rx) drug eluting stent was implanted in the 1st obtuse marginal during index procedure. Pt was asymptomatic / free of symptoms at 30 day follow up. A pci revascularization was carried out approximately 3 months post index procedure. An endeavor rapid exchange (rx) drug eluting stent was implanted in the 2nd diagonal branch. Pt's cardiac status was stable angina at 6 month and 1 year follow ups. Pt was asymptomatic / free of symptoms at 1.5 year follow up. Pt's cardiac status was stable angina at 2 year follow up. It is reported that the pt expired approximately 2.5 years post index procedure. It is reported as a non-sudden cardiac death. Investigator has indicated that the event was not related to mi or the study procedure. It was not assessable if the event was related to the study stent. It was reported that there was no evidence of stent thrombosis. Autopsy report is no available. (Ref MFR # 9612164-2011-00779).